Event description:
The patient was admitted for a procedure in 2008 with a 90%, de novo, flexed and heavily calcified lesion in the posterior descending artery. It was noted that the vessel was highly tortuous. The lesion was pre-dilated. A 2.5 x 13mm cypher stent was being deliver, however, it became stuck due to severe calcification and flexion of the mid right coronary artery (rca) and did not cross. The procedure was successfully completed with a 2.5 x 13mm vision bare metal stent. There was no patient injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. During a coronary intervention, a physician was unable to advance a cypher stent delivery system across a patient's pda stenosis. As reported, "the cypher became trapped due to the severe calcification and flexion of (the mid rca) and it did not cross". The sds was removed without difficulty and the procedure was completed with another product. One non-sterile 2.5/13mm cypher stent delivery system was returned for analysis. The proximal end of the stent had uplifted struts and the mid-section of the stent middle was kinked. The stent crossing profile was measured and found within specification. No further analysis was performed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Strut uplift was confirmed on the returned product. Review of the available information indicates that vessel/lesion characteristics and procedural factors may have contributed to this event. There are no indications that the stent damage is related to the manufacturing process.